Event description:
It was reported that the insulin pump had condensation inside the display screen, an act button which was sticking, and other issues. The customer did not provide the blood glucose reading. She stated that the insulin pump also alarmed no delivery. She additionally reported that she had experienced high blood glucose levels, although she declined further assistance. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.